Manufacturer narrative:
Date of death: (B)(6) 2015 (exact date unknown). Date of event: (B)(6) 2015 (exact date unknown). Additional suspect medical device components involved in the event: model: sc-8216-50, serial/lot: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient passed away. The cause of the patient passing is unknown.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the reported event. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient passed away. The cause of the patient passing is unknown.